Manufacturer narrative:
The manufacturer has requested additional info.

Event description:
Per the physician, the pt experienced excessive bleeding during a prostate procedure. At 40,059 joules, the fiber was replaced with a second fiber to complete the procedure. It was reported that no additional surgery or other therapy was required to treat the bleeding. The current status of the pt is unk.